Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due to usb communications inoperable. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a message occurred saying that the quick bolus button was broken. Reportedly, the customer had to press the wake button multiple times to get the pump screen to turn on. Additionally, it was reported that the customer had to tap the touchscreen multiple times to get the screen to respond. The customer's blood glucose level was 199 mg/dl. The customer reverted to an alternate pump for insulin therapy.